Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was accidentally dropped, resulting in a shattered screen and subsequent screen unresponsiveness, which required replacement of the device. Symptoms included no reported adverse health effects. Outcomes included no impact to the user¿s health or need for medical care. Investigation included a review of the reported event and device return logistics. Investigation of this case revealed physical damage consistent with user-induced impact to the display assembly. It was concluded that the event was attributable to accidental damage and not to a device malfunction.